Event description:
It was reported that site 4 subosseous implant placed and crown with retention screw placed. No occlusal interference noted. Implant got loose w/ periimplantitis within a year of placement. Implant was extracted and bone graft placed into the extraction socket. Will complete procedure with night guard. Patient will return for new implant. Abscess

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k101880.